Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an abdominal hysterectomy procedure, the device would not open. There was no pt consequence.